Event description:
The customer reported that after 4 hours of use, air leaked from pilot balloon of the tracheostomy tube. The tube was removed, and the pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.